Manufacturer narrative:
Medtronic reference number: (B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) printed circuit board (pcb) with backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator lower display was erratic. There was no patient connected to the device. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.